Manufacturer narrative:
The device was received for evaluation. Report of "balloon could not be deflated" was unable to be confirmed during evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached. Maximum deflation time from full capacity is 4 second as per specification. All through lumens were patent without any leakage or occlusion. No visible damage was observed on catheter or returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and indicates "passively deflate the balloon by removing the syringe and opening the gate valve". There are internal controls during the manufacturing process to avoid potential causes related to the reported malfunction, such as balloon inspection, balloon deflation time test and visual inspections.

Event description:
As reported, before insertion, during the balloon testing of this swan ganz catheter, it could not be deflated. There was no allegation of patient injury. The issue was solved replacing the catheter. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.